Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported being hospitalized for high blood glucose of 580mg/dl. Troubleshooting was performed. The customer stated that she removed the infusion set and there was blood in the cannula. The time on the insulin pump was correct. The basal and bolus delivered matched to the daily totals. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was reported.

Event description:
The customer contacted baxter?s technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The caregiver stated there were gaps of air in the patient line. The baxter technical service representative explained that the caregiver would need to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.